Manufacturer narrative:
Unit received with a blank display due to broken solder joint on the interface board. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer¿s insulin had experienced a high blood glucose levels and also had blank display. The customer's blood glucose levels was 504 mg/dl. The customer inserted a new battery but still gets a blank screen. Trouble shoot was performed. The customer was advised to insert a new battery. The customer stated that the display did not return. The customer¿s father declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.